Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was checked and there was no right ventricular (rv) lead issue. The lead placement in the his position had "fooled" the capture management. The threshold was determined to be fine. It was noted that the ipg issue did not cause or contribute to the patient's falls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed high right ventricular (rv) lead thresholds and the trend showed a jump in thesholds a few days prior. It was noted that the patient has multiple falls. The lead remains in use. No patient complications have been reported as a result of this event.